Event description:
Customer reported the insulin pump alarmed button and buttons are unresponsive. Customer's blood glucose was 98 mg/dl. Customer reported she was at the beach and the device might have gotten wet, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, the device had intermittent button response due to moisture damage keypad traces. No moisture damage on the electronics noted. The unit had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.